Event description:
It was reported that during a coronary drug-eluting stenting treatment procedure, stent damage was noted. At some point during the procedure, it was noted that a stent strut was sticking up on a 2.75x28mm taxus liberte stent. The procedure was completed with another taxus liberte stent. No pt complications occurred. Pt's status is listed as "fine". Additional information has been requested and is not available.

Manufacturer narrative:
(B)(4).